Event description:
The biomed at (B)(6) hospital received a shock while working on the aer.

Manufacturer narrative:
The facilities biomed received a shock while servicing the aer on (B)(6) 2010. Received treatment at the ER for a sore hand and is doing fine now. At the time this incident was reported the biomed stated an operator had received a shock at a previous unknown date. This aer is an olympus branded machine and was serviced exclusively by olympus prior to (B)(6) 2009 (originally sold in (B)(6) 2004). The problem was identified by medivators service personnel on (B)(6) 2010 as an open electrical lead. A blue butt splice connector, at some point in the life of the machine, was used on the air tank switch ac line. This connector was incorrectly installed as the end of one of the wires, with conductor insulation stripped, went all the way through the butt splice, therefore leaving an exposed lead. The device history record of the machine at medivators was reviewed. Medivators has not conducted any repairs to this unit that would utilize this type of connector on the air tank ac switch line. The specific butt splice connector is not of the design used by medivators personnel. The origin and/or installation of this connector is unknown. The connector has been removed and a properly insulated connection has been installed